Manufacturer narrative:
Only percutaneous lead was returned. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented to the clinic and the monitor showed a driveline fault message upon connection. The patient did not have any controller alarms showing the driveline fault message at home. Upon interrogation, the driveline fault message had been consistent since (B)(6) 2020. The protective coating of the external driveline is very damaged and has been repaired multiple times with rescue tape, but there had not been any unusual power trends, drops in speed, or pump stop alarms. Log file analysis captured several driveline faults throughout the history. Approximately 21.5" of the external percutaneous lead was replaced. The driveline faults resolved.

Manufacturer narrative:
Section d4;h4: additional information manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the driveline faults that were captured in the submitted log file. Additionally, cosmetic driveline damage was confirmed via the analysis of the returned driveline. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. Nearly continuous yellow wrench/driveline fault alarms were captured throughout the log file. No other atypical alarms or events were captured. The actual speed remained above the low speed limit of 8800 rpm throughout the log file and the pump appeared to be functioning as intended with stable parameters. The patient underwent an external driveline repair on (B)(6)2020 with no driveline faults noted after the repair. Approximately 20.0¿ of driveline, serial number 38643, was returned under work order #00092282. The proximal 4.0¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The driveline was returned extensively wrapped in clear tape. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the clear tape, cosmetic damage to the silicone jacket was observed approximately 3.0¿, 4.0¿, 6.5¿, and 8.5¿ from the metal connector. The clear bionate layer was discolored but was otherwise unremarkable. Breakdown of the metal braided shield was observed along the length of the returned driveline but was more severe approximately 2.5¿-5.0¿, 6.0¿-7.0¿, and 11.5¿ from the metal connector. Initial visual inspection of the underlying wires found them to be unremarkable; however, upon further examination, it was noted that some of the inner metal conductors of the yellow and orange wires were observed to be completely fractured inside their intact insulations approximately 7.0¿ from the metal connector. The observed damage to these wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor and the orange wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. The system controller monitors the current in each redundant wire pair to detect circuit conditions. When the system controller compared the current in the yellow and orange wires to the currents in the intact green and red wires, the fractured conductors of the yellow and orange wires would have resulted in the reported driveline fault events recorded in the submitted log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas, document #106020, rev. H, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook, document #106022, rev. G, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the driveline fault alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.